Event description:
The user facility reports one incident of hemolysis. Pt became symptomatic 2 hours into hemodialysis treatment with chest pain and vomiting. Blood in the extracorporeal circuit appeared normal in color but blood samples tested were hemolyzed. Pt was transported to the hosp where the catheter was explanted. Facility staff report no defects visible on the bloodline. The actual complaint sample was returned to the MFR. The sample was visually inspected and all components evaluated. No occlusion or any other defect was found. The user facility is investigating all equipment and disposables used during this treatment. No other pts were affected.